Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics

Event description:
It was reported that noise was observed during implant on the atrial lead. The lead was not used and replaced.